Event description:
Technician alleged that when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
Technician found that the caster teeth were worn. He replaced the casters and the brakes functioned properly. The stretcher was found out of service in a maintenance room and there were no alleged injuries.